Manufacturer narrative:
(B)(4). (B)(6). No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
A journal article was retrieved from the journal of arthroplasty (2020) that reported a prospective study from (B)(6) that looked at the long-term outcomes of revision hip arthroplasty using tm augments for severe acetabular defects. The purpose of the study was to examine construct survivorship. The study reviewed 38 patients/hips revised using the tm acetabular revision system with screws and augments as needed with cementing of 2 of the tm cups. A posterolateral approach was used in all cases. The indication for revision was aseptic loosening in 34 cases and two stage revision for deep infection in 4 cases. The study population had an average age of 67.5 years (range: 48.0 to 84.7) with a mean follow-up of 7.3 years (range: 5.4 to 10.8). Radiographs and outcome assessment were conducted annually. The study reported 4 patients displayed brooker grade IV heterotopic ossification on x-ray.